Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the rad-87 turned off by itself during patient monitoring and the users were not able to turn it on afterwards. It was also reported that the unit was hot when touched. The customer was not able to specify if the unit alarmed or not prior to the shutdown. The nurses observed the issue and replaced the unit. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was unable to power on via ac or battery power. The unit was disassembled and the board to board cabling was reseated. After re-seating the cabling the device was able to power on, obtain measurements and alarm per specification. The device did not shutdown unexpectedly and the external temperature did not exceed the maximum allowable limits during testing. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event.